Event description:
Info rec'd indicates the brake is not holding properly.

Manufacturer narrative:
The technician found the casters were out of adjustment. He adjusted all four casters to repair the stretcher.